Event description:
On (B)(6) 2013, the patient suffered cardiogenic embolism in the right mca (m1). (Presymptomatic mrs score: 2, pretreatment nihss score: 15) IV t-pa was not injected. (Aspects score: 8, tici score: 0). A psc054 was advanced to the anterior m1 with a psc032 coaxially along a synchro 2 guidewire 0.014 inch through an optimo guide catheter 9fr. Angiography, which was conducted through the psc032 placed in the m2, slowly showed a dissection in the distal m2. Aspiration was conducted with a pss054 and 3,000 units of heparin were injected. (Tici score: 2b, aspects score: 5, nihss score: 15). The patient developed asymptomatic sah. The physician closely monitored the patient's condition but withholding treatment. As of (B)(6) 2013 the patient had recovered. Physician's comment: occlusion occurred in the proximal m1. I placed the psc054 in the distal mca and the psc032 in the m2. Tandem lesions were observed in the delayed angiograph. I conducted aspiration with the psc054 after advancing it to the m2. Since the events happened after the procedure, they are not related to the penumbra system.

Manufacturer narrative:
Conclusion: dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00294. Hospital disposed of device,